Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the placement signal issue cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 72-year-old female patient presenting with cardiomyopathy and scai stage d shock. The patient had a history of cad and diabetes mellitus. During support, persistent low placement signal alarms occurred despite confirmed appropriate device position, and arterial line and cuff pressures did not correlate. The patient became clinically unstable; however, the instability was not attributed to the impella device. Care was subsequently withdrawn, and the patient expired. The reported events are placement signal issues and death. The device will be conservatively reported for serious injury due to the patient being on impella support at the time of death; however, based on the available information, the device is unlikely to have contributed to the patient¿s decline, which is more plausibly related to the underlying critical condition as they presented in scai stage d shock.